Manufacturer narrative:
No additional information has been received. Multiple requests for repair information have been sent to the customer but no response has been received. No product has been received for technical investigation.

Event description:
It was reported that the customer observed a high internal o2 alarm. The device was in clinical use at the time of the event, no patient or user harm reported the customer reported that their v200 and had a high internal o2 alarm. It was reported that the biomed technician could not duplicate issue. The biomed was able verify the issue via the history in diagnostic mode. While troubleshooting, the unit passed the high internal oxygen alarm test per the service manual. The biomed did not hear any leaks coming from inside the unit after connecting the o2 source. The biomed planned to check with respiratory to see if the o2 flow on for nebulizer treatments for patients in the room where the unit failed. The remote support engineer (rse) provided the customer with the service manual and provided settings per the service manual. The biomed planned to have the unit on for hours, then perform the pvt. The unit already passed the est successfully. The customer did not use an external o2 sensor.